Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 132 mg/dl. During troubleshooting, the customer was able to clear the alarm and successfully resumed insulin therapy.

Manufacturer narrative:
Device not returned.